Manufacturer narrative:
This device was returned for evaluation by a cross functional engineering team. Upon visual examination minor lumen delamination was noted but the device remained patent. No other defects were found. The lumen delamination was likely caused from excessive heat at the tip of the device contributed to by use. An lhr review did not reveal any non-conformances with the manufacturing of this catheter.

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
Vascular intervention case to treat an occluded pedal vessel. The physician wired the vessel with a 0.014 wire and began treating the vessel. After 2-3 attempts, the physician noted that he was unable to advance the turbo elite catheter. When the physician pulled the device back it was noted on fluoroscopy that the wire had broken near the patient¿s foot. The next day the physician intervened and removed the wire. The patient did not experience a decline in status. This report is being provided as the turbo elite cannot be eliminated for contribution to the wire breaking.